Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-01202, 3005168196-2019-01203, 3005168196-2019-01204.

Event description:
The patient was undergoing an embolization procedure in the posterior communicating artery (pcom) using a penumbra smart coils (smart coils) and pod5. During the procedure, while attempting to advance a smart coil within its introducer sheath, it got stuck; therefore, the smart coil was removed. The physician then experienced resistance while advancing the last 3 mm of the pod5 into the aneurysm and the microcatheter kicked back. Therefore, the pod5 was removed from the patient. The physician then advanced another smart coil into the aneurysm. The smart coil was detached using a penumbra smart coil detachment handle (handle); however, while retracting the pusher assembly of the smart coil, it was noted under fluoroscopy that the smart coil was not detached from the pusher assembly. The physician indicated that part of the smart coil remained within the microcatheter and part of the smart coil was still attached to the pusher assembly. The microcatheter was removed from the patient with the smart coil segment in it. The procedure was ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2019-01205. Section d.box 4.catalog #. Section d.box 4.unique identifier.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01202; 3005168196-2019-01203; 3005168196-2019-01204.